Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 06-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to stay closed. A field service engineer inspected the back of the unit and confirmed the magnet was intact. Using the hardware test application, it was determined that the latch sensor was not registering the drawer as closed. After removing the drawer, a broken spring was found on the solenoid plunger. The spring was replaced and the device was restarted. A final test was run using the hardware test application tool with no issues. However, upon reboot, drawer 5 was not detected on the bus. The station was powered down and the pyxibus cable was reseated. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 5 failed to open, which located on pacub. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.